Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer states that they accidentally dropped the pump and now insulin pump did not turn on. Customer states that after replacing battery issue did not resolved. Customer states that infusion set and reservoir did not show any type of damaged. Customer states that scratch was on lcd. Customer states that they was not able to read display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.